Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was spontaneous removal of a foley catheter on the same day after implantation. They confirmed that the balloon was damaged. When they put the damaged parts back together, they could not see any damage.

Event description:
It was reported that there was spontaneous removal of foley catheter on the same day after implantation, and further investigation required. They confirmed that the balloon was damaged. When they put the damaged parts back together, they could not see any damage.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual: visual inspection of the sample noted 1 three-way foley catheter with cut portion of inlet tubing with balloon burst (measuring 0.2145") on the return. No missing pieces were noted. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on location of balloon burst on balloon. Based on photo and physical and sample received product does not meet specifications per inspection procedure which states "pinholes are not permitted." Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be pinhole in balloon or cuff. However, there was insufficient information to confirm this potential root cause. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.